Event description:
Additional information received reported the patient¿s ins shifted. The reporter stated the patient¿s clavicle looked broken. It was noted the patient had no falls or trauma, but would sleep on their left side. It was further noted the patient felt a pop right after the initial ins implant in 2012. The reporter stated the patient called their healthcare professional (hcp) and everything seemed to be ok. It was noted the ins was not poking through the skin, but was at an angle. It was further noted the patient went to have the ins repositioned in 2013, but a new ins was implanted instead. Additional information received reported that the patient's hcp was unaware of the event or issue. It was noted there no abnormal impedance measurements except for electrodes 8-11 for the right therapy. It was unclear if the abnormal impedance measurements were on this device or the patient's current ins.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2013. It was noted the ins was placed in the patient¿s chest. The reporter stated the ins ¿didn¿t flip over but it kept pushing up and it was trying to come through the skin.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).